Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that patient presented in clinic for routine follow-up. Ventricular oversensing was observed. There were no electrograms stored. All measurements were normal and in range. The patient will be monitored.